Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the follow up CT scan, migration with a proximal type I endoleak was noted. Per the physician, the event appeared to be due to proximal neck dilatation. The surgeon requested a cuff to seal the endoleak. When an aortogram was performed the endoleak and aortic neck dilatation were apparent. The graft was about 2cm from the renal arteries. An endurant 28x28x49 aortic cuff was placed to the level of the renal arteries. The cuff was then ballooned using a reliant balloon. After a final aortogram was performed the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).